Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Manufacturer narrative:
Concomitants: 5669559, 02-012-60-1080 - tru stem ext 10mm x 80mm. 5769098, 02-012-50-2014 - tru tib aug 1/2 rl sz 2, 10mm. 6239178, 02-012-50-2013 - tru tib aug 1/2 rm sz 2, 10mm. 6536515, 208-05-02 - cc distal fem augment sz 2, 5mm. 6765214, 02-012-61-4000 - tru offset stem ext coupler, 4mm. 6810131, 02-010-06-0220 - tru cc femoral size 2 left. 6829091, 02-012-60-1440 - tru stem ext 14mm x 40mm. 7039237, 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ (B)(4). Refer to (B)(4). It was reported via legal documentation that approximately 23 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, stiffness, discomfort, affected mobility. No further issues or complications were reported. No additional information is available.